Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer "one of my patient's port needles cracked at both y-sites." 03/07/2023 additional information provided: it was reported by the customer "the patient did not have anything infusing while up on the floor. His port was hep locked but he went down for CT and they tried infusing the contrast dye and immediately noticed it was leaking at both y-sites. It was a 19g 1 inch needle."